Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics grip fell off of handle, surgeon wrapped grip with cohesive bandage and completed the case. Case type: tka.

Manufacturer narrative:
Reported event: mics grip fell off of handle, surgeon wrapped grip with cohesive bandage and completed the case. Product evaluation and results: mics-209063, sn#(B)(4), RMA#277623. Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual broken handle. Disposition: rtv. Inspected by: (B)(4). Product history review: device history records indicate 25 devices were manufactured under lot k09cy and 24 devices were accepted into final stock on 4/17/2017. A review of qt 17-04-0040 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09cy shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event.

Event description:
Mics grip fell off of handle, surgeon wrapped grip with cohesive bandage and completed the case. Case type: tka.